Manufacturer narrative:
H3, h6: a medtronic representative went to the site to perform a system check out and they found the system functioned as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that all six screws were found to be medial by 3-5mm after a spin was conducted in an l5-s1 open case to check screw placement. The surgeon was redoing the screw placement, which resulted in an over one-hour delay in surgery. The retractor being used was described as "big and bulky," contributing to higher tissue pressure. The surgeon had to plan the screws more laterally due to the patient's anatomy having wider facets. No patient complications have been reported as a result of this event.